Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient underwent mesh revision in (B)(6) 2012.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, bowel problems, bleeding and dyspareunia. On (B)(6) 2009 the patient underwent a mesh revision due to stitch removal. On (B)(6) 2009 the patient underwent a mesh revision due to edge stranding. On (B)(6) 2010 the patient underwent mesh revision due to stitch removal. On (B)(6) 2010 the patient underwent mesh trimming due to stitch exposure. On (B)(6) 2011 the patient underwent mesh explant due to mesh extraction. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent advantage fit mesh implant, urethrolysis and cystoscopy on (B)(6) 2012 due to dyspareunia, vaginal mesh exposure and sui. (B)(4).